Event description:
As reported by the user facility: customer reports nurse had needle stick. Emergency room nurse had inserted IV successfully and when cleaning up, she got stuck by the needle. Customer verbalized that " it looks like part of the stylet was bent and the safety clip wasn't able to cover the entire tip of the needle properly". Nurse was seen by employee health for testing and she was discharged from needing ongoing care. Customer unsure of exact lot #, it may be 3g06258302. MFR #9610825-2013-00396.